Event description:
It was reported that the external pulse generator failed to power on. It was further reported that when the battery compartment was opened, the battery had leaked and there was corrosion present. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the device would not power up due to the battery drawer, battery contacts, battery drawer o-ring and battery flex were missing. It was also noted that the upper and lower cases were broken and contaminated, the lower case had pry marks, the battery release, battery release spring and battery release o-ring were contaminated, one bail cover was broken, one bail cover was missing, the ring cover was broken, the lead flex cover was corroded, one case screw was contaminated, the heart wire contacts were contaminated, the keyboard was scratched and contaminated, the display was contaminated, and the main printed circuit board was out of specification, the battery flex connector was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the device would not power up due to the battery drawer, battery contacts, battery drawer o-ring and battery flex were missing. It was also noted that the upper and lower cases were broken and contaminated, the lower case had pry marks, the battery release, battery release spring and battery release o-ring were contaminated, one bail cover was broken, one bail cover was missing, the ring cover was broken, the lead flex cover was corroded, one case screw was contaminated, the heart wire contacts were contaminated, the keyboard was scratched and contaminated, the display was contaminated, and the main printed circuit board was out of specification, the battery flex connector was broken.